Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. The instructions for use states the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deteriocation prior to use." (B)(4). Sample not available.

Event description:
It was reported that the foley did not drain.